Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the device displayed the "replace generator soon" message. Surgical intervention was undertaken and the ipg was explanted and replaced.